Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrections: h6 (annex g) summary of event: as reported, the handle from an 'ngage nitinol stone extractor' would not smoothly open and close the basket. The device was tested prior to use and not used on the patient. Another device of the same type was used to complete the procedure. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14633690. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'ngage nitinol stone extractor' was returned for investigation. No significant damage to the basket was noted; there was a slight bend in the support tubing; the handle was actuated and there was a slight drag when opening the basket; the basket was unable to open and close completely. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address = phone number: phone: (B)(6), postal code: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the handle from an ngage nitinol stone extractor would not smoothly open and close the basket. The device was tested prior to use and not used on the patient. Another device of the same type was used to complete the procedure. There were no adverse effects to the patient reported.